Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2023, a 14-year-old male child patient's infusion set's needle broke upon removal after first day of use. The issue occurred with two infusion sets used for one day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.